Event description:
It was reported that the superficial sutures of the patient tore and the pocket site had staphylococcus aureus infection. The patient was placed under antibiotics. It was confirmed that the infection was not device related. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were kept by the hospital.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7089696, UDI: (B)(4).

Event description:
It was reported that the superficial sutures of the patient tore and the pocket site had staphylococcus aureus infection. The patient was placed under antibiotics. It was confirmed that the infection was not device related. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were kept by the hospital. Culture was taken and the result confirmed staphylococcal infection.